Manufacturer narrative:
The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and radiographs were not provided.

Manufacturer narrative:
Pending investigation. D10: lgc femoral ps cem left sz 4 02-010-01-0240- 5995213. Lgc tibia rbktray cem sz 4f/ 4t 02-012-43-4040- 5908140. Three peg patella 38mm 200-02-38- 6426311. Lgc femoral ps cem right sz 4 02-010-01-0340 -5452764. Lgc tibia rbktray cem sz 4f/ 4t 02-012-43-4040 -6289312.

Event description:
As reported, approximately 3 years and 1 month post the initial right tka, the patient was revised and the liner and patella were exchanged due to poly wear. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.